Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012, the lead was explanted due to advisory / recall. The procedure took place at (B)(6) center. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).